Manufacturer narrative:
The t:slim x2 g5 user guide states: your t:slim x2 pump detected a second occlusion alarm shortly after the first occlusion alarm and all deliveries have stopped. Tap close. Change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer delivered a bolus and attempted to resume insulin delivery but continued to receive alarms. Customer did not troubleshoot to determine the cause of occlusion alarm or change out supplies. Subsequently, customer was hospitalized for elevated blood glucose (700 mg/dl) and treated with intravenous insulin drip. The issue was resolved and customer was discharged the following day with no permanent damage. Customer changed out pump supplies after hospital discharge, cleared the alarm, and resumed pump therapy successfully.